Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system had a bad iris or iris error and will result in terminating the system's operation. There is no report of pt injury or death.